Manufacturer narrative:
On 1/22/18 - we received an additional analysis. The manufacture date is unknown.as of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed a stable rv sensing around 14 mv between (B)(6) 2017 and (B)(6) 2017 with a subsequent decrease to approx. 5 mv in (B)(6) 2017. In the same period of time the pacing impedance intermittently decreased from a prior stable value around to 600 ohms down to <200 ohms. Furthermore the provided iegms were inspected. The ventricular channel demonstrated noise artefacts which led to shock delivery as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available. The manufacture date cannot be provided since the serial number is unknown.

Event description:
Ous MDR - it was reported that approx. 42 months after the implantation the patient received inappropriate shocks due to oversensing. The therapy was turned off and the patient was hospitalized. There is no further information available at the moment. The correct serial number of the lead is unknown.